Event description:
It was reported that three patients experienced 1st degree facial burns following open heart procedures using tee probes disinfected with cidex opa. One patient experienced a superficial burn of the esophagus, and 1st degree burns to the mouth, cheek, forehead and across the eyelid. The 2nd patient experienced a 1st degree burn on the lip that blistered. The 3rd patient experienced 1st degree burns across the eyelid and forehead. All three patients were treated with triple antibiotic ointment. As of 4/02 all three patients were reported to be recovering well from their surgeries. No effects from the burns were reported.